Event description:
Pt underwent ureteroscopy with stone extraction procedure. The md used a basket to retrieve the stone. The operating room tech could not close the basket around stating it was stuck. The md was able to remove the basket, but the ureter was damaged in the process.